Manufacturer narrative:
(B)(4).

Event description:
It was originally reported that the pt experienced a change in their pain pattern. It was noted that they were also charging more than expected. Neurostimulator interrogation showed that he was charging about once a week and started to charge when the device gets to 25%. Charging stats showed a typical duration of 2.4 hrs, 8.8 days, with a coupling of 8 bars. Stats showed that this would not enable the pt to achieve a full device charge. It was noted that the pt required another lead placement due to the change in his pain pattern. F/u info received indicated that his lead had migrated. He had a replacement surgery to add another lead to the system. The revision/replacement surgery was reported to have gone "great" with no complications. The pt was reassured (against concerns of reaching end-of-life soon) the remaining neurostimulator had enough battery life.